Manufacturer narrative:
The device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) episode. The atp accelerated the patient's vt and an inappropriate shock was delivered.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the lead barrels and device header noted no irregularities. The battery status was elective replacement indicator (eri). The alleged inappropriate shock episodes have since been overwritten due to the length of time from allegation to analysis.

Event description:
New information received indicates that this device was explanted for an unrelated reason and returned for analysis.